Event description:
A bed found at our facility in a storage area and was noted to have a foul odor. It had recently been used and removed from service d/t the odor. Engineering unzipped the mattress cover because of the odor. The mattress inside was found to be covered in red foul-smelling fluid.the mattress was examined and there were no holes, tears or cuts noted in the cover. The mattress was contained and wrapped by hospital personnel. It was noted by staff that the bed had been recently worked on by the stryker staff, and the foul odor was mentioned to the representative.